Event description:
It was reported that during a device change out procedure, the right atrial lead exhibited an insulation anomaly. It was noted that the lead had previously been repaired. The lead was explanted. The patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.